Event description:
It was reported that the charging pad for the ilet system intermittently failed to charge, and a replacement charging kit was arranged after address verification and basic troubleshooting and education were completed. Customer care provided support by arranging an overnight charger replacement. Investigation of this case revealed a suspected malfunction of the external charging accessory consistent with intermittent not charging. No clinical symptoms reported, and blood glucose was reportedly unaffected. Outcomes included no alarms or alerts and no impact to therapy continuity reported. It was concluded, based on previously established findings for similar reports, that the cause was accessory performance consistent with use-related or component-related variability.